Manufacturer narrative:
Investigation summary: bd had not received samples or photos of the defects for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and no abnormalities such as damage or molding defects of the safety shields or the wing hubs were found. Also, the activation of the safety shields was checked using 8 retained samples and nothing abnormal was found with the breakaway force, sustaining force, or security force as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of unable to activate/retract based on retains testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, customer noticed that the needle would get stuck before properly closing all the way or pushed off all together causing staff to either getting stuck with a clean needle or almost getting stuck on unspecified number of devices. No patient impact reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, customer noticed that the needle would get stuck before properly closing all the way or pushed off all together causing staff to either getting stuck with a clean needle or almost getting stuck on unspecified number of devices. No patient impact reported.